Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to atrophy of the urethra. A new 4.5cm aus cuff was implanted. Additional information received states that beginning in november 2018 the patient began experiencing pain on the cuff location. There was no malfunction of the device. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.